Event description:
Ocd rep contacting cts to report of a false negative reaction with a sample known to contain anti-s in the plasma against cell#3 and 4 to the 0.8% resolve panel c lot# vrc196 when tested on the provue.

Manufacturer narrative:
Data collected and documentation indicates that the matrix of the fluid being tested appears to be the cause of the concern. The concern is isolated to the one test of the patient sample that cannot be duplicated. The investigation determined that the most likely root cause of this event was sample related.